Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the roadrunner the firm hydrophilic wire guide could not be removed even when it was soaked in water. It was further noted that part of the polymer material was missing from the distal tip of the wire which resulted in exposure of the inner mandril wire. The product problem did not result in any reported serious injuries to the patient.